Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Based on the information available, device wrongly alarming asystole when a sinus rhythm appeared. The root cause of the reported issue is not able to identify. The hospital biomed checked the device monitor and deemed it safe to use. Device is working fine as per manufacturer's specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the hospital biomed evaluated the device.

Event description:
This report is based on information provided by philips field sales personnel with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl+ defibrillator indicating that device is wrongly alarming asystole when rhythm was actually sinus, due to this wrong treatment delivered to patient. There was a patient involvement and death reported. But no confirmation that device contributed to death.

Manufacturer narrative:
Correction: based on the results of the analysis, it was determined that the product has malfunction and cause of the reported problem was unable to confirm as customer did not respond to gfe requests for additional information. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. H3 other text : the hospital biomed evaluated the device.

Manufacturer narrative:
Correction: multiple attempts were made to request information including the medical condition of the patient, a photograph of the EKG, procedure being performed, device logs and the patient event files. Limited information was provided from the customer stating that "the hospital biomed checked the device monitor and deemed it safe to use." Additionally, two photographs were made available for review depicting the "service-hardware error log" and the "service-software error log". The hardware error log photograph was reviewed, and no error occurred on the event date of july 5th, 2023. The software error log photograph was reviewed, and no error occurred on the event date of july 5th, 2023. Without access to the logs, additional review was unable to be performed. Based on the information available there is insufficient information to confirm the reported problem. The root cause of the reported issue was not identified. The hospital biomed checked the device monitor and deemed it safe to use. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received the complaint file will be reopened. H3 other text : the hospital biomed evaluated the device.

Event description:
Correction: this report is based on information provided by philips clinical consultant with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl+ defibrillator indicating that "the device was placed on a patient and turned on. The device alarmed asystole, so CPR was commenced with drug treatment. But the rhythm was actually sinus. The defibrillator was wrongly alarming asystole; patient safety was compromised which resulted in incorrect treatment being delivered to the patient." The patient died.

Manufacturer narrative:
Patient outcome code = death philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the defibrillator was placed on a patient and turned on. The device alarmed asystole, so CPR was commenced with drug treatment. But the rhythm was actually sinus. The defibrillator was wrongly alarming asystole; patient safety was compromised which resulted in incorrect treatment being delivered to the patient. The patient died.